Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was being pulled back and a revision was made. Additionally, it was confirmed though chest radiography (cxr) that sutures sleeve were anchored but came loose. Moreover, the physician notices a deformity of the lead and chose to remove the rv lead and placed a new one. The lead was surgically explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was being pulled back and a revision was made. Additionally, it was confirmed though chest radiography (cxr) that sutures sleeve were anchored but came loose. Moreover, the physician notices a deformity of the lead and chose to remove the rv lead and placed a new one. The lead was surgically explanted. No additional adverse patient effects were reported. Additional information from the field representative was obtained which indicated that the conductor deformity was noted. Moreover, rv lead had high thresholds due to no slack. The lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.